Event description:
A patient reported they had been advised by their periodontist to not proceed any further with byte aligner treatment as it is causing their gums to recede.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.